Event description:
Clinical trial. It was reported that 126 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr. The index procedure identified one de novo, long lesion extending from the proximal to mid rca (right coronary artery) measuring 3.5x32mm, 100% occluded, mildly calcified, and mildly tortuous. The lesion was predilated using an avion plus 3.0x20mm balloon and two taxus liberte stents were deployed in an overlapping fashion at 12atm resulting in 0% residual stenosis. The patient was discharged one day following the index procedure on asa and plavix. The patient returned for a tvr 126 days following the index procedure with a 95% stenosis of the mid rca. This was noted to not be in-stent restenosis and was treated with balloon angioplasty and placement of a taxus liberte stent, resulting in 0% residual stenosis. The patient was reportedly taking asa and plavix at the time of this event. The event was listed as unrelated to the device. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.